Event description:
It was reported to philips that the device experienced operation check failure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported to philips that the device experienced operation check failure. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which no defibrillator malfunction was confirmed. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.